Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that nurse was asked to evaluate a clogged PICC that came in through the ER. Removed connector and it flushed with minimal resistance and had blood return. The biopath was saturated and getting worse with flushing. The PICC was placed 5/20 for long term abx. Upon removal of the dressing she observed with each flush a significant amount of the flush coming from the insertion site which prompted removal. Nurse didn't evaluate full PICC but thought there may be a hole in the PICC. This patient refused another line placement and had to have a piv every day for 12 more days of antibiotics. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was asked to evaluate a clogged PICC that came in through the ER. Removed connector and it flushed with minimal resistance and had blood return. The biopath was saturated and getting worse with flushing. The PICC was placed 5/20 for long term abx. Upon removal of the dressing she observed with each flush a significant amount of the flush coming from the insertion site which prompted removal. Nurse didn't evaluate full PICC but thought there may be a hole in the PICC. This patient refused another line placement and had to have a piv every day for 12 more days of antibiotics.